Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. Reported events 3 events were reported for this quarter. Product return status 3 devices were received for evaluation. Evaluation status 1 event was not confirmed during testing; the device was found to be within specifications. Two device evaluations are in progress. Product disposition 1 device was repaired and returned to the account. Additional information: there were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes 3 malfunction events in which the device was reportedly leaking. Two events had no patient involvement; no patient impact. One event had no known patient involvement or patient impact.

Event description:
This report summarizes <noe> 3 </noe> malfunction events in which the device was reportedly leaking. 2 events had no patient involvement; no patient impact. 1 event had no known patient involvement or patient impact.

Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. Supplemental rationale corrected data: 3 total events were initially reported. 2 previously reported events are included in this follow-up record.   Product return status 2 devices were received.   Evaluation status 2 reported events were not confirmed during testing.   Additional information 3 devices were not labeled for single-use. 3 devices were not reprocessed and reused.